Manufacturer narrative:
No further information is available on the repair at this time. This case was closed on customer request. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician stating the code call did not show correct location. There was no patient/user injury reported.